Event description:
On (B)(6) 2018, a 23mm biocor valve was implanted. In (B)(6) 2019, it was reported that the patient was hospitalized for thrombosis. The patient was not on anticoagulation prior to the event and received medical intervention and the issue resolved. The patient was discharged without adverse problems.

Manufacturer narrative:
An event of thrombosis was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23mm biocor valve was implanted. In (B)(6) 2019, it was reported that the patient was hospitalized for thrombosis. The patient was not on anti-coagulation prior to the event and received medical intervention and the issue resolved. The patient was discharged without adverse problems.